Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received excessive no delivery alarms. Customer's blood glucose was 418 mg/dl. Customer reported that blood glucose had also been 551 mg/dl. Customer reported that infusion set was bent. Customer was not able to troubleshoot. Customer was advised that infusion set and reservoir would be replaced and sample sets would be sent.